Manufacturer narrative:
Investigation/ conclusion: the lot was previously investigated. In-house testing was reviewed and found that the lot met the criteria. No deficiency was established. The lot has since expired. No further investigation will be pursued.

Event description:
This complaint was identified during an internal assessment as part of asd (B)(4) related to inratio complaints received at the alere (B)(4) intake site that were not appropriately documented in the electronic case record for processing and escalation for reportability determination. The available information is limited and no additional information is able to be obtained. This event occurred in (B)(6). The customer reported unspecified discrepancies of more than 20% between the inratio inr result and the laboratory inr result. The exact results were not provided. There was no additional information provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)